Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. Reportedly, the pump alarmed for call service 006 multiple times in the past 30 days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/17/2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: during investigation, there were multiple errors, alarms and warnings observed in the black box. The ez-prime steps were performed correctly and the pump was exercised for 24 hours with no issues occurring. The pump was opened and there were no defects found. Unrelated to the original complaint, the bolus button cover was noted to be torn but still operable.